Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a fracture on the laser-cut region 110cm distal to distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft kink occurred. Vascular access was obtained via the right radial artery. The 70% stenosed target lesion was located in a moderately tortious and moderately calcified, concentric, de novo right coronary artery with a >=90 degree bend. The lesion was predilated with a 2.25x20 emerge balloon catheter. A 2.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. During advancing of the device into the patient, it was noticed that the delivery system was kinked. The procedure was completed with a new 2.50 x 24 synergy drug-eluting stent. There were no patient complications reported and the patient was stable. However, returned device analysis revealed hypotube fracture.